Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was received at an approved service provider for evaluation. During the investigation, the device was found internally manipulated. There was internal damage to several boards and evidence of moisture. As a result of the device being tampered with root cause could not be firmly established. The damaged boards and 02 valve were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.